Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot., donor history, and complaint query of donor history. Retain testing was satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
On (B)(6) 2014, customer reported an incident of false negative reaction noted during panel ID via manual gel testing using 0.8% resolve a lot vra200 exp 7/22/14. According to customer sample from hospital was sent to their facility for antibody ID on (B)(6)2014. Negative results were obtained using 0.8% resolve panel a vra200 and 0.8% resolve panel b. The patient sample was later identified as having anti-e. The reference lab initially performed testing with their set of lot vra200. Customer reports that reference lab confirmed there was no reactivity. Extended testing was performed by reference lab with 0.8% resolve panel b and no cells reacted. As per the customer's policy, the third test was performed by manual tube testing. Testing was done using immucor panocell with peg as an enhancement, and ant-e was identified. Secondly, anti-e was confirmed with ficin treated cells (2+). Customer also tested panel a lot # vra200 for the e antigens by manual tube and claimed 4+ reaction was noted with both cells. All testing was performed using mts igg gel cards